Event description:
It was reported that the pace/sense portion of the model 6944 lead was capped due to high thresholds and pacing impedance. It was replaced with a model 5076, and the high voltage portion remains in use. No patient complications were reported as a result of this event.